Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were impedances, oor. Overstimulation events involving upper body. Pt called rep yesterday to report significant shocking overstimulation events, and ¿settings not available¿ message on remote. Rep had him turn off the relevant program. Rep discussed potential electrode issues and will be meeting with him at his providers office for device check and reprogramming as soon as possible.   The rep later met with this patient and performed multiple impedance and connectivity tests that showed no obvious issue with lead nor ins. Programmed new options utilizing different contacts. No issues noted at time of appointment. Pt will follow up with rep if any further problems occur. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.